Manufacturer narrative:
It was communicated that a revision surgery took place to remove and replace a screw that had backed out (c7). During revision surgery, it was noticed the locking mechanism had broken and detached (c7). During removal of screws one screw broke (c3). All screws and plate were removed and replaced with new plating system. Review of labeling notes: possible adverse events: postoperative fracture due to trauma, defects or poor bone stock. Postoperative warnings: the patient should be advised that implants may bend, break or loosen despite restriction in activity. DHR review: during the review of the DHR for the lot , it was concluded that the product was inspected and accepted for use by the quality control department and met all specified parameters of the receiving inspection report with no associated nonconformance specific to the product issue. It was reported the patient sustained a traumatic hit during a football game. The patient's anatomical condition and its effects on the stability of the implant and/or construct are unknown contributing factors. The root cause is unknown, but the patient's sustained impact may have caused or contributed to the event.

Event description:
On (B)(6) 2018, patient underwent a four level acf surgery with the cabo plate system. It was reported patient sustained a heavy, traumatic hit during a football game. Follow-up exam showed cabo screw had backed out (c7). Revision surgery occurred (B)(6) 2018. During revision surgery, it was noticed locking mechanism had broken and detached (c7). During removal of screws one screw broke (c3). All screws and plate were removed and replaced with new plating system. Patient is doing fine, and surgeon continues to monitor.